Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a synchronization failure. The technical support specialist logged into the device and noticed that the c drive was full. The tss cleaned space on the c drive and observed that the purge had stopped running on the device, which was in retry mode. The device was also in manual recovery mode, and the specialist resolved this issue and addressed the retry mode errors. A tss performed a full synchronization on the device, dropped the database, and informed the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower system was not synchronization and purge was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.